Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Evaluation of implantable catheter serial number (B)(4) revealed a hole in the body of the catheter. The breach in the body of the catheter was consistent with a deep abrasion through the catheter material. The evaluation codes have been updated for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 800 mcg/ml at 137 mcg/day, clonidine 100 mcg/ml at 17.25 mcg/day, and bupivacaine 25 mg/ml at 4.3 mg/day via an implanted pump for spinal pain. It was reported the catheter had a leak and the healthcare provider (hcp) believed the leak was closer to the intrathecal end of the catheter. Patient symptoms were not reported. The event date was asked and unknown. It was further reported they found the catheter had a hole in the distal segment and believed it was sheered at implant ((B)(6) 2018). The new catheter length was confirmed. At the initial implant they had trimmed 33.2 centimeters (cm) and today they trimmed 33.9 cm off the distal portion. They used an 8780 and removed 55.4 cm, implanting 31 cm. The new catheter length was 50.3 cm. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient¿s weight at the time of the event was unable to be obtained. It was noted the distal segment of the catheter would be returned. It was reported before the catheter revision the patient was not getting pain relief, but the patient was fine now. No further complications were reported/anticipated or expected.